Event description:
Hcp reported a power on reset occurred. The device was explanted, however, the device was stolen from the manufacturer representative's car before the device could be returned to the manufacturer for analysis.